Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231670e0; model: sc-2316-70e; serial: (B)(4); batch: 7072119.

Event description:
It was reported that following the trial procedure, the patient was experiencing unbearable pain and weakness in the legs. Upon investigation, the physician noted that the patient was experiencing epidural hematoma from the needle placement. It was also stated that the patients issues were not device related but was due to the procedure. The patient had a lead pull procedure and the patient was doing well.